Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: multiple no cartridge detected eaw 163 warnings observed in black box. Load step malfunction was duplicated during investigation. During load step, piston pushes up until cartridge is empty. Force calibration failed at 164. Opened pump- force sensor pin was found to be cracked. Lines were observed through display. Opened pump- failed display flex was found. Test display screen operated properly. Battery cap unavailable, battery test cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)